Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed that the record for the occurrence of 'vent inoperative: pressure regulation high' (the code: 1009) was confirmed on the event log. However, there was no abnormality found during an inspection. The issue was not duplicated after performing a run-in test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that while in use on a patient it was observed that the unit was getting an error code 1009 pressure regulation high message. The alarm occurred only once and never recurred. There is no information that the device stopped operating due to occurrence. There was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
E: (B)(6).